Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va27gwd, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 19-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding an advanced evaluation trial patient. They reported that the connector tip had to be surgically explanted. The stage 1 trial component was removed. The issue was resolved at the time of the report. There were no patient complications reported as a result of this event. Additional information was received from a manufacturer representative (rep). The rep reported that the connector tip migrated 75% of the way to the exit site. The cause of the issue was that the tip had tracked back the carrier tip route. Multiple incisions were required to find the connector. Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the connector had migrated toward the exit site. An extra incision was required to remove the connector. There were no issues with the chronic lead that was used during the trial. The ins was connected to the chronic lead without any other intervention. The issue had been resolved.